Manufacturer narrative:
(B)(4). Batch # unk. User facility: mw # (B)(4). The lot/batch was not provided, therefore, the manufacturing record evaluation could not be performed. The following information was requested, but unavailable: lot# 440962 is an invalid lot, could you please provide the correct lot #? Was there a change in the procedure? If yes, please explain. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.